Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The physical sample was not returned for evaluation. Per customer, the device was discarded. A video was provided for analysis. The analysis of the video was carried out with the multifunctional team and the reported issue was confirmed. However, it was not possible to determine if the reported issue was related to manufacturing process. As a part of continuous improvement, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of the investigation will be documented through the CAPA.

Manufacturer narrative:
One device was received for investigation. The physical device was inspected and the reported condition was observed.

Event description:
The customer reported that a tube balloon was tested prior to insertion. The doctor inserted the gastrostomy tube which came out immediately after insertion. It was validated and a broken balloon was found. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.